Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited a myopotential oversensing episode that resulted in pacing inhibition. The device will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes that the device exhibited further oversensing episodes and was reprogrammed. There were no patient consequences.